Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative that reported that the patient had a scheduled follow-up for (B)(6) 2017. The cause had not been determined and no actions had been taken at the time that the additional information was received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-mar-23. The rep stated that the patient had an appointment but decided to reschedule to another time with no definite date yet. The rep would plan to see the patient at their next visit. The patient stated that the sporadic tingling and electrical impulses on several occasions since implant occurred while the stimulator was off, but when the rep talked to the patient on a later occasion the patient stated that it may have been while it was on and they may just need to be reprogrammed. No interventions were made yet and are pending the rep seeing the patient. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient via a manufacturer's representative. The patient was implanted with an implantable neurostimulator for spinal pain. It was noted that the patient has gotten sporadic tingling and electrical impulses on several occasions since implant while her stimulator is turned off. Patient did not state any recent falls or incidence and no known troubleshooting at the time of their report. The patient was scheduled to see their healthcare provider as well as a manufacturer's representative to check their stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.